Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the incident occurred during transfer of the table top from transporter to the column. The patient's leg strap was removed, the column was raised by the staff via remote control to complete table top takeover and transporter was pulled out. Afterwards, unintended left tilt movement occurred resulting in anesthetized patient falling off the table top. According to the provided information, at the time of incident the remote control (115091c5 - exchange ir transmitter (B)(6) was held by the staff and it is suspected that remote control button might have accidentally been pressed. Following the incident full body CT scan of the patient was performed and no serious injury was discovered. As it was reported, the patient has suffered three bruises. As an effect of the situation occurrence, the patient's surgery was performed on the following day and as the patient was already anesthetized it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top resulting in the patient fall leading to delay in treatment and prolonged anesthesia time, was to reoccur. The getinge technician examined the affected devices. No malfunction within the operating table column functions and remote control was discovered. In the user manual (ga 1150.01 en 25, page 31) it is stated that the operating table must be locked in place during the surgical procedure. Furthermore, if the patient is not secured during transportation, when transferring the table top, when adjusting the operating table or the transporter, or when positioning the patient (particularly when the slope and / or tilt features are used), then the patient could slip off the table top. The user is instructed to always secure the patient and maintain continuous observation (ga 1150.01 en 25, page 30). In the user manual for the remote control with catalog number 115091c5 (IFU 1150.91 en 10, page 16) it is stated that patient may be endangered as a result of incorrect use. The user is instructed to follow the instructions for use. Additionally, if the patient is not secured, particularly during adjusting/moving procedures, the patient and/or their extremities may slip in an uncontrolled manner (IFU 1150.91 en 10, page 17). With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was also directly involved with the reported incident. As no actual malfunctions were found it was considered that the getinge device was up to specification. We conclude that the reported issue was caused by user error. There was one similar complaint found in the last 5 years related to this issue investigated here. (B)(4). We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however, as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
On 15th march 2023, getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the incident occurred during transfer of the table top from transporter to the column. The patient's leg strap was removed, the column was raised by the staff via remote control to complete table top takeover and transporter was pulled out. Afterwards, unintended left tilt movement occurred resulting in anesthetized patient falling off the table top. According to the provided information, at the time of incident the remote control (115091c5 - exchange ir transmitter (B)(6) was held by the staff and it is suspected that remote control button might have accidentally been pressed. Following the incident full body CT scan of the patient was performed and no serious injury was discovered. As it was reported, the patient has suffered three bruises. As an effect of the situation occurrence, the patient's surgery was performed on the following day and as the patient was already anesthetized it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top resulting in the patient fall leading to delay in treatment and prolonged anesthesia time, was to reoccur.

Event description:
On 15th march 2023, getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the incident occurred during transfer of the table top from transporter to the column. The patient's leg strap was removed, the column was raised by the staff via remote control to complete table top takeover and transporter was pulled out. Afterwards, unintended left tilt movement occurred resulting in anesthetized patient falling off the table top. According to the provided information, at the time of incident the remote control was held by the staff and it is suspected that remote control button might have accidentally been pressed. Following the incident full body CT scan of the patient was performed and no serious injury was discovered. As it was reported, the patient has suffered three bruises. As an effect of the situation occurrence, the patient's surgery was performed on the following day and as the patient was already anesthetized it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top resulting in the patient fall leading to delay in treatment and prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 15th march 2023, getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the incident occurred during transfer of the table top from transporter to the column. The patient's leg strap was removed, the column was raised by the staff via remote control to complete table top takeover and transporter was pulled out. Afterwards, unintended left tilt movement occurred resulting in anesthetized patient falling off the table top. According to the provided information, at the time of incident the remote control was held by the staff and it is suspected that remote control button might have accidentally been pressed. Following the incident full body CT scan of the patient was performed and no serious injury was discovered. As it was reported, the patient has suffered three bruises. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top resulting in the patient fall, was to reoccur. Corrected b5 describe event or problem: on 15th march 2023, getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the incident occurred during transfer of the table top from transporter to the column. The patient's leg strap was removed, the column was raised by the staff via remote control to complete table top takeover and transporter was pulled out. Afterwards, unintended left tilt movement occurred resulting in anesthetized patient falling off the table top. According to the provided information, at the time of incident the remote control was held by the staff and it is suspected that remote control button might have accidentally been pressed. Following the incident full body CT scan of the patient was performed and no serious injury was discovered. As it was reported, the patient has suffered three bruises. As an effect of the situation occurrence, the patient's surgery was performed on the following day and as the patient was already anesthetized it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top resulting in the patient fall leading to delay in treatment and prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th march 2023, getinge became aware of an issue with one of our columns - 115001a1 - alphamaquet operating table column. As it was stated, the incident occurred during transfer of the table top from transporter to the column. The patient's leg strap was removed, the column was raised by the staff via remote control to complete table top takeover and transporter was pulled out. Afterwards, unintended left tilt movement occurred resulting in anesthetized patient falling off the table top. According to the provided information, at the time of incident the remote control was held by the staff and it is suspected that remote control button might have accidentally been pressed. Following the incident full body CT scan of the patient was performed and no serious injury was discovered. As it was reported, the patient has suffered three bruises. We decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top resulting in the patient fall, was to reoccur.